Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for about 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported in the patient, who was in good condition following the procedure.